Event description:
It was reported that the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site, the patient noticed that the cannula appeared bent. Upon inspection of the pod the patient noted that the pink slide did not move forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.